Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and three months post implant of this mitral mechanical valve, the valve was explanted and replaced with a bioprosthetic tissue valve for unknown reasons. No additional adverse patient effects were reported.